Event description:
Boston scientific crm received information that during a normal device replacement, this right ventricular defibrillation lead presented with no ventricular sensing and pacing impedance measurements above 4000 ohms. The shock impedance measurement was within normal range. An x-ray was performed and revealed a fracture proximal to the distal coil. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical advice. The model and serial number for this lead is currently unknown.

Manufacturer narrative:
A ts representative discussed that even though the shock impedances were normal in the daily measurements, a fracture in the conductor would only be observed after a delivery of a shock. Because the fractured area could extend to the shocking portion of the lead, it was recommended that this lead be replaced with a new defibrillation lead. At this time, it is unknown if the lead remains implanted or if was explanted and replaced. No additional information is available. If any additional information does become available, this report will be updated.